Event description:
Additional information was received nine months later that a revision procedure was performed, this rv lead was surgically abandoned due to insulation damage distal to the suture sleeve (not at the tie down). Noise on the rv lead was observed and the patient experienced near syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned as it remains in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that right ventricular (rv) noise was observed and pacing inhibition was noted for greater than two seconds in this pacemaker dependant patient. No patient symptoms were reported and the lead will continue to be monitored.